Event description:
It was reported that a smiths medical pump displayed a "no disposable tubing pump won't run" when the cadd cassette reservoir was in use, with multiple attempts they can re-start the pump but not all the time.